Manufacturer narrative:
(B)(4). Device evaluation by manufacturer. The complaint was dispatched to the field service engineer (fse) department for further investigation. The fse found sample nozzle not reaching the diluent during the washing process. Fse adjusted the sample nozzle and verified proper operations. Then the fse ran daily checks and quality controls and all results were within range and without any error. Instrument is functioning as intended and without any errors. A 13 month complaint history review and service history review for similar complaint was performed and there were no similar complaints identified during the searched period. The aia-2000 operator's manual appendix 4: error messages states the following: 2085 air detected during diluent suction by main arm. Cause: during diluent suction, it was determined that the tip failed to touch the liquid surface. If retry fails, the measurement result will be flagged (ds flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported issue was due to alignment of sample nozzle.

Event description:
The customer called to report receiving error 2085 air detected during diluent suction by main arm on their aia-2000. Customer replaced the filter and performed version up but the error persisted. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of ipth and afp patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.